Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the main board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device "did not work properly." The complainant was not able to provide specific information. Complainant indicated that there was no patient involvement in the reported malfunction.